Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) due to no power to the controller and would not turn on. We are unable to gather more information at this time.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.